Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument had an unknown failure. There were no reports of patient injury.